Event description:
The customer reported that the images were grainy on the system and they were getting generator error messages.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system would get error 790 as soon as normal fluoro was started. This is exposure spit max error, and 787 is also an exposure error in which max current is detected (arcs). The ge svc rep regreased the candle sticks on both ends. He measured the 3 phase voltage coming into the generator. The voltage drop across each phase was less than 3 volts at 100kv and 500mas which was within specs. The system is now working properly and the images are not grainy.